Manufacturer narrative:
A review of the intraoperative event logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Five subsequent procedures functioned normally, no intraoperative events or issues found. The following instruments were used during the procedure: 30 deg endoscope, monopolar curved scissors, large needle drivers, prograsp forceps, and maryland bipolar forceps. A site review was performed and no complaints received against these instruments. An intuitive surgical medical safety officer (mso) review of the event was performed and conclude the patient in this report died following a perforation of the rectum which was found several days after a prostatectomy. While it is acknowledged this likely occurred during the procedure, the details of how this perforation may have occurred is not provided. There is no allegation against any intuitive product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive product or instrument contributed to this event.

Event description:
It was reported that following an uneventful da vinci-assisted radical prostatectomy without lymphadenectomy, the patient later developed a rectal perforation, leading to clinical deterioration, sepsis, and death. The procedure was completed without any intraoperative complications, and the patient was stable postoperatively. The patient¿s condition worsened and was reported to be septic. On postoperative day 3, the patient underwent an exploratory rectoscopy, and a CT scan that confirmed rectal perforation. On postoperative day four, additional surgery was performed to repair the perforation; however, the patient expired following the procedure. The cause of death was reported as multiple organ failure secondary to sepsis. The surgeon indicated that a concealed or incomplete rectal perforation may have occurred during dissection of the prostate from the rectum, which went unrecognized intraoperatively. There was no evidence of device malfunction issues associated with the event.